Event description:
In 2008, the lay-user/patient contacted lifescan alleging that the one touch ultramini meter has the date/time frozen on the display. This medical affairs specialist contacted the patient to obtain more information on april 28, 2008. The patient tests his blood glucose more than 4 times per day. The patient takes 35 units of lantus once in the evening and adjusts his humalog insulin according to his blood glucose readings, the amount he eats, and his physical activity. The reported issue first occurred on the day prior to original date, the day prior to contacting lifescan. The patient specified that he was unable to obtain any blood glucose readings and did not have a backup meter after the reported issue began. The patient decreased his humalog insulin and took 10-12 units less than he usually takes during the evening of that day. The patient went to work the nightshift on the eve of the next day. The patient mentioned that his work is labor intensive and he made sure he ate "a lot" before he went to work. On the same day(original date), at 2am, while the patient was working, he developed symptoms described as "lightheaded, dizzy, and delusional." When his symptoms progressively got worse at 4am, the patient ate and reportedly felt better at 5am. The patient indicated that his symptoms could have been prevented had he known what his blood glucose was on the day of the incident. According to the patient, had he known what his blood glucose readings were, he would have dosed his insulin and eat accordingly. During troubleshooting, the reported issue was not resolved. Although the meter did not turn off when the power button was pressed, the meter promptly turned off when the battery was reseated. This complaint is being reported because the patient claimed he experienced symptoms that can be associated with severe hypoglycemia after the reported issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.